Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 133.6080 on their 8015. Case resolution: - customer had the unit apart and stated "it is affected by the super cap recall because it has the smaller cap on it." - informed the customer this is not always the case. - after contacting recall support center, it was found the 8015 is not affected by the recall. - informed customer the capacitor could just be bad. Components fail over time. - since customer ensured the unit had a full charge and error code was still observed, I recommended replacing the back up speaker. - if fault does not clear, the issue is the logic board. - if so, recommended sending in for repair. - provided back up speaker part number. - customer will order speaker to replace. Ended call.